Event description:
The patient's death was a possible sudep as there is currently no additional information known at this time.

Event description:
Additional information was received that the patient's death was not related to vns. The physician did not provide any additional information.

Event description:
It was initially reported that the patient passed away but not further information was provided. Good faith attempts for additional information have been unsuccessful to date.